Manufacturer narrative:
H3: analysis of the returned recharger (s/n: (B)(6)) revealed that the complaint of the device simply blinking was confirmed. When placed on the dock but does not charge and does not respond to a button press. Device was hard reset and the battery leds continuously cycle rapidly. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lamp of the recharger was blinking all the time. The green lamp, which was an indicator of being charged, was blinking even when the recharger was moved away from the implantable neurostimulator (ins). The issue was not resolved. No actions taken to resolve the issue. No patient impact reported. Additional information was received on (B)(6) 2020. The cause of the blinking light was not determined. The device was replaced to resolve the issue.